Event description:
It was reported that during setup for a turbinate reduction procedure using the coblator ii controller, it was noticed that the wand pot on the controller was broken. Since there was no backup device available, the surgeon chose to complete the surgery using electrocautery instead. There were no pt complications reported as a result of this event.